Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject events can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: adhesives around the light guide lens, the objective lens and the bending section cover had a white-clouded area; the adhesive on the bending section cover had a crack. Due to wear of angle wire, the play of up/down knob, the bending angle in the up direction were out of the standard value; the plastic distal end cover and the protector of universal cord on the suction connector side were scratched; the indication on the suction connector and the paint on the suction cylinder were peeled; the universal cord had a wrinkle; the control unit had a crack and the mouthpiece was loose. It was noted that third party repairs had been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a water leak. No reports of patient harm. During the evaluation the following reportable malfunction was found: the nozzle and the air/water supply cylinder had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.